Event description:
It was reported the caudal rod slipped out of the extension connector post operatively. It was reported that on (B)(6) 2014 the surgeon performed a surgery where he connected two rods using the extension connector. It was reported that on an unknown date postoperatively, on the left side, the caudal rod slipped out of the extension connector and was loose from the rest of the construct. It was reported that on (B)(6) 2014 the surgeon performed a revision surgery to correct the loose rod. During the revision surgery the surgeon removed the nuts and collars from the left l2, l3, l4, l5, s1, and iliac screws (synthes universal spine system). He removed the left rod; this was the rod that had slipped out of the extension connector. An additional rod was connected to the rod that was removed using matrix snap on parallel connectors. The patient had a two rod construct below the level of the extension connector. The surgeon contoured two new rods to replace the ones he took out from the left side. The surgeon then connected the new left 150mm rod into the extension connector that was still in the patient. The surgeon stated that he replaced all four sets screws from the extension connector using them from a new connector. The old sets screws were discarded. The surgeon then connected the new rod to all the universal spine system screws from l2-ilium using new nuts and collars and final tightened them. The surgeon then reconnected the second left rod ¿ it was a new longer rod that extended above the extension connector. The surgeon reused the two matrix snap on open parallel connectors that he removed with the previous rods. The surgeon then added a third matrix snap on open parallel connector. The second rod running parallel to the primary rod (one connected in the extension connector) now extends cranial to the extension connector providing more support. Before, the second parallel rod was connected caudal to the extension connector. It was reported that the procedure was completed without any complications. No patient harm was reported. No time delay was reported. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
(B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.